Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-16 : information was received from a patient regarding an external device. The reason for call was patient reported the recharger cord had exposed wire and was leaving red marks on their incision line. Patient stated they just noticed this the last time they charged their implanted neurostimulator. Patient stated they called a manufacturer representative (rep) about this issue who told them to call in. Patient stated they do not have a doctor and talk with a rep if they ever need to. Patient did not have equipment with them at the time of the call. Patient will call back with recharger to provide serial number needed for replacement. 2024-sep-27: additional information was received from the patient. They mentioned they took a picture of their equipment with the serial number to provide. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for analysis and found the cable insulation was torn at the donut end and the recharger antenna got hot after running. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the red lines were from the exposed wire from their previous recharger. They weren't warm that they noticed, but they did hurt to the touch. It was reported that the issue was resolved with the new charger and the red lines went away after a few days.